Event description:
Info received that the brakes would engage but not stay engaged. No injury reported.

Manufacturer narrative:
Technician found that the brakes would engage but not stay engaged, due to a faulty left head wheel. Replaced wheel to resolve this issue. Unit is working properly.